Event description:
Removal of essure implants due to pelvic pain. Procedure included removal of two phleboliths from the uterine wall. Pt reported to physician that there has been complete resolution of pain post removal of the two micro-inserts.

Manufacturer narrative:
MDR is being reported outside of the 30-day time frame because this was initially evaluated as not reportable, but later review of this complaint resulted in a determination that the event is reportable.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.